Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator. It was reported that the patient had their system removed due to an infection. The issue was noted to be resolved at the time of the report. No further complications were reported.